Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows indeterminate endoleak was found to be type ii endoleaks (liia and lumbar) and the sac growth adverse event/incident is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for type ii endoleaks is anatomy related. There was a small amount of contrast noted around the coiling from the left internal iliac coiling. There was also a type ii endoleak lumbar artery. Procedure related harms for this complaint could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. There was no aaa (off label). The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B2: outcomes attributed to ae - updated b5: describe event or problem ¿ updated g3: awareness date ¿ updated health effect - clinical code ¿ remove 1924 h6: medical device problem codes ¿ remove code 3190 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11 note: type ii endoleaks are anatomy-related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Therefore, this is no longer an MDR reportable event.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and a gore excluder iliac leg (non-endologix). Reportedly, at the initial procedure, the left internal iliac artery was coiled, and the excluder iliac leg (12mm x 12cm) was deployed extending to the external iliac artery. Then the afx2 bifurcated stent graft was deployed. The procedure was completed without any endoleaks. Approximately three and a half (3.5) years post initial procedure, sac enlargement of the left common iliac artery aneurysm and an indeterminant endoleak at the junction between the afx2 bifurcated stent graft and the excluder iliac leg were identified during a follow-up visit. Reintervention is planned; however, not yet scheduled. Subsequent to the initial report, reintervention was with implant of an excluder (non-endologix) stent graft to fully cover the existing stent grafts. The type of the endoleak was not identified. The endoleak was successfully sealed. There were no other adverse events/device malfunctions identified during reintervention. The patient's condition is stable. Additionally, clinical assessment determined that the indeterminant endoleak was a type ii endoleak (non-device related failure) and the patient did not have a aaa (off label use); however, they had a left common iliac artery aneurysm. Note: type ii endoleaks are anatomy-related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Therefore, this is no longer an MDR reportable event.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and a gore excluder iliac leg (non-endologix). Reportedly, at the initial procedure, the left internal iliac artery was coiled, and the excluder iliac leg (12mm x 12cm) was deployed extending to the external iliac artery. Then the afx2 bifurcated stent graft was deployed. The procedure was completed without any endoleaks. Approximately three and a half (3.5) years post initial procedure, sac enlargement of the left common iliac artery aneurysm and an indeterminant endoleak at the junction between the afx2 bifurcated stent graft and the excluder iliac leg were identified during a follow-up visit. Reintervention is planned; however, not yet scheduled.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.